Manufacturer narrative:
Medical device expiration date: unknown. Initial reporter: address unavailable. Bd corporate address used. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. Eua# (B)(4). The following has been provided by the initial reporter: it was reported that the customer got different results while trying to visually read the test.

Manufacturer narrative:
H.6 investigation summary: this summarizes the investigation results regarding a complaint that alleges ¿customer tested with discrepant result¿ using the bd veritor at home covid-19 test (material # 256094), batch number unknown. Bd quality performs a systematic approach to investigate all complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. The photos provided showed the customer tested on 1/25/2022 @ 9:38am with a negative result as indicated with the visual 2 lines on the device. The customer retested using the same device on 1/25/2022 @ 11:29am (~2hrs later) with a different phone and a positive result. The second test would be off-label use as the assay must be read within the timeframe instructed. An investigation could not be performed because a batch number was not provided. The complaint was unable to be confirmed. The root cause could not be identified. A trend analysis for false positive and negative was conducted with no adverse trend was identified. Bd quality will continue to monitor for trends. There were no corrective actions taken at this time. H3 other text : see h.10.

Event description:
It has been reported that the bd veritor ¿ at-home covid-19 test has been found producing a discrepant result. There was no report of confirmatory testing. There was no report of patient impact. Eua#210417 the following has been provided by the initial reporter: it was reported that the customer got different results while trying to visually read the test.